Manufacturer narrative:
A philips field support engineer went on site and replaced the failed speaker and tested the device post repair. Normally, both visual and audible alarms are generated at both the central station and the telemon bedside and a situation where there was no audible alarms at the telemon would not jeopardize pt safety as the central station alarm would sound. However, because telemon can be used as an isolated monitoring device, and because labeling does not specify close personal observation when in use, recurrence of this failure remains in use at the customer site.

Event description:
The customer reported that the telemon was not providing audible alarms.